Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the device was received in generally good condition; however, on disassembling the radiolucent drive, bevel gears were found to be broken. This radiolucent drive was not serviced on annual basis as recommended by synthes; hence service and repair cannot be excluded as a root cause of the failure mode. Furthermore, the examination of broken bevel gears shows that there was excessive usage of the device. It was identified that the device was highly overloaded; hence a design error could also be excluded as a root cause of the failure mode. The most probable root cause related to the broken bevel gears of the radiolucent drive would be excessive usage. A product investigation was completed: the device failure reported by the customer could be confirmed. Functional testing has been performed. Reported failure could be reproduced. No non-conformance reports noted in the production and incoming inspection documentation. The service history review shows no previous service conditions relevant to the current complaint issue. Based on the investigation results following failure was identified as gear/gearwheels broken. Based on investigation results following root cause was identified as handling improperly; additional information: device was overloaded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: normal usage, no signs of damage. Functional testing has been performed according to service manual. Reported failure has been replicated. The following failure was identified: teeth of bevel gears are broken. Device does not run due to defective gears. The most probable root cause is excessive usage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an abnormal noise occurred from the radiolucent drive during a second drilling and it did not work at all during a third attempted drilling. The operation was extended for 30 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.service history review of radiolucent drive (511.300 s/n: (B)(4)) has been performed. Since the device was produced, it was returned on: april 12, 2013 due to coupling tool side worn out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No nonconformance reports noted in the production and incoming inspection documentation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.